Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise of the right ventricular lead. The device interrogated the noise as ventricular tachycardia. Noise dissipated before therapy was delivered. No intervention was performed. Physician decided to monitor the lead. Patient was in stable condition throughout event.